Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device , engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case , the complaint of valve frame damage was confirmed based on evaluation of provided image ry. Available information suggests that patient factors (calcification, tortuosity) and procedural factor (steep insertion angle, device manipulation) likely contributed to the event as it was reported that resistance was encountered while advancing the crimped thv with commander delivery system through sheath, and the patients access vessel presented moderate calcification and tortuosity and the esheath was inserted in a very unusual and steep angle. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. It is likely that additional device manipulation or high push force was used which then may led to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.this is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliate in the germany. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve in the aortic position by transfemoral approach. The esheath was inserted in a very unusual and steep angle. The team faced resistance, not only for introducing the esheath into the patient, but also when the delivery system was being advanced through the esheath. The valve got stuck and it was not possible to move forward resulting in some of the struts being bent. It was decided to remove all the devices as a single unit and a whole new system was used. The commander could be advanced through esheath and the valve implant was successful. After the removal of all the devices it was noted that the femoral access had to be stented at the puncture height. The patient was noted to be stable after the procedure. It was reported that the esheath was damaged. As per imagery evaluation of the pictures provided, the sheath shaft was visibly kinked.